Manufacturer narrative:
Add'l MFR narrative: the dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unk. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
An hour into treatment, the pt developed facial flushing and laryngeal spasms. The pt was administered 4 mg bentelan and treatment was stopped; the blood in the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 270 ml. Treatment was continued with another dialyzer; the pt was discharged home following the completion of treatment. The dialyzer was discarded and not available for analysis. The pt had a similar event the following treatment using a competitor's dialyzer. The treating physicians believes the reactions were not dialyzer reactions rather caused by the pts' underlying medical condition and/or the medications that pt was taking.